Event description:
During implant procedure, patient experienced bleeding during tunneling. The surgeon applied pressure over the bleed for approximately 15 minutes. The bleed stopped and the issue is now resolved.